Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with nausea, decreased appetite/weight loss and increased edema. Labs showed hyperbilirubinemia and increased lactate dehydrogenase (ldh) levels. Weight loss of approximately (B)(6) over one month. Supratherapeutic inr at 5.7. Worsening renal function, ldh peak 2400 u/l, and echodensity on aortic side of non-coronary cusp per echocardiogram. The patient underwent a pump exchange on (B)(6) 2017. A thrombus formation was visualized by the surgeon near the bearing at time of the pump exchange. Also noted was a pannus and pseudomembrane formation near the inflow cannula occluding the inflow. No further information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the evaluation of the returned pump, confirmed the report of suspected device thrombosis. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The remainder of the driveline was not returned. Upon disassembly, examination of the pump¿s blood-contacting surfaces revealed a ring-like thrombus formations surrounding the inlet bearing cup and bearing ball, partially obstructing the blood flow path. The similarity in structure of these thrombus formations indicate that they likely formed as one thrombus and were pulled apart during disassembly of the pump. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. A direct cause for the development of this thrombus could not be conclusively determined. In addition, the proximal side of the outlet stator revealed a deposition surrounding the outlet bearing ball and partially occluding all three stator vanes. The deposition contained areas of denaturation, indicating that this deposition was present for an indeterminate duration while the device was supporting the patient; however, the origin of this deposition could not be conclusively determined. While the duration for which these depositions were present within the pump could not be conclusively determined, they could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. A direct correlation between the device and the report of worsening renal function could not be conclusively determined. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.